Event description:
These intraocular lenses were damaged by the inserter and could not be implanted.

Event description:
A surgeon was attempting to insert a lenses using an import furnished by the vendor. Haptics on the lenses bent and a different lens had to be inserted. The surgeon has successfully performed this procedure numerous times in prior surgeries. Reporter is not certain if the defect lies with the lenses or with the import ("shooter"). The shooter or import is a single, use sterile device which is used on only one lens. (Note that shooter and import are synonymous terms and are used interchangeably. Reporter believes that there was neither surgeons error nor nurse error - i.e. In loading the lens into the import. Bother surgeon and nurse have correctly performed procedures in question on numerous occasions.

Event description:
A surgeon was attempting to insert a lens using an import furnished by the vendor. Haptics on the lens bent and a different lens to be inserted. The surgeon has successfully performed this procedure numerous times in prior surgeries. Reporter is not certain if the defect lies with the lenses or with the import ("shooter"). The shooter or import is a single, use sterile device which is used on only one lens. (Note that shooter and import are synonymous terms and are used interchangeably. Reporter believes that there was neither surgeon error nor nurse error - i.e. In loading the lens into the import. Both surgeon and nurse have correctly performed procedures in question on numerous occasions.